Manufacturer narrative:
The reported event of backup vvi was not confirmed in the laboratory. Firmware was reloaded in the field, so the device was not in backup vvi mode upon receipt in the laboratory. The field reported that the device entered backup vvi mode after external defibrillation was applied. It is believed that the backup vvi was caused by the external defibrillation. The reported event of low high voltage lead impedance was confirmed. The device¿s high voltage lead impedance was tested, and it was low. The high voltage output circuitry was tested, and damage to the high voltage output transistors were found. The damaged transistors caused the low impedance measurement. The cause of damage could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a defibrillation threshold test in the clinic, lower out of range high voltage and pacing lead impedance measurements were observed. The patient had to be externally cardioverted and the device then went into backup vvi mode. The firmware was restored and the charge histogram data could be recovered. The threshold could not be recovered for the lead. It is suspected the device and the right ventricular lead are most likely damaged. The device was explanted. No further information is available.